Event description:
Boston scientific neurovascular was notified in october 2004 of an event where a pt presented with a 2.5 cm giant ruptured aneurysm that had partially thrombosed. The pt was coiled using gdc and matrix coils in conjunction with a neuroform2 microdelivery stent. The pt was discharged from the hosp. Subsequently the pt experienced swelling of the aneurysm that caused edema. The pt is currently having left sided weakness, is semi-conscious, incontinent, and unable to open eyes or speak. Pt is otherwise responsive and alert.